Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported symptom which was reproduced. The evaluator found the device to power on and power off without user input and determined during a visual inspection that the cause was fluid intrusion on the battery pins. The reported device powers on and off without user input was verified . The battery contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered on and off without user input. There was no patient involvement. No additional information is available.